Event description:
The 3.2mm drill bit became fused in the metal 3.2mm adaptor. This was never used on the patient - the fusion occurred immediately when the surgeon, dr. Daniel curry, tried to spin the drill bit in the drill adaptor. There was no delay to the case since they had both another 3.2 drill bit and 3.2 adaptor on hand.

Manufacturer narrative:
It was reported that while drilling through the 3.2mm drill adaptor (B)(6) with a 3.2mm drill bit, the drill bit fused with the drill adaptor. According to field service engineer who reported the event, the drill bit is completely stuck and cannot be removed (refer to photo attached). However, drill adaptor was not returned at manufacturing site for investigation. The root cause of this event remains unknown. Corrected data: b4 date of this report; d4 additional device information; g4 date received by manufacturer, h2 if follow-up, what type, h6 event problem and evaluation codes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The 3.2mm drill bit became fused in the metal 3.2mm adaptor. This was never used on the patient - the fusion occurred immediately when the surgeon, dr. Daniel curry, tried to spin the drill bit in the drill adaptor. There was no delay to the case since they had both another 3.2 drill bit and 3.2 adaptor on hand.